Manufacturer narrative:
On 23-nov-2021, the suspected medical device was returned for evaluation. On 1-dec-2021, the investigation on the suspected medical device was completed. Investigation summary: mentor conducted a visual inspection of the returned device. During visual evaluation, no apparent damage or visual anomalies were observed on the returned device. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a female patient underwent a procedure with a 350cc mentor memorygel breast implant and experienced right-sided implant site hematoma postoperatively. The diagnosis was confirmed based on ultrasonography. As a result, the patient underwent removal and replacement with a 350cc mentor memorygel breast implant (right catalog #: smpx350, right serial #: (B)(4)) on (B)(6) 2021. The patient dob was estimated as (B)(6) 1985 based on available information.

Manufacturer narrative:
Investigation summary: the analysis was completed based on a photo that was provided. Upon visual evaluation of the image provided in the complaint, the breast implant was observed with no apparent damage or visual anomalies. Hematoma is a collection of blood within the space around the implant. Symptoms from hematoma may include swelling, pain, and bruising. If a hematoma occurs, it will most likely occur soon after surgery; however, it can occur at anytime, such as after an injury to the breast. Small hematomas may be absorbed by the body, while others may require surgery for drainage. Hematoma is a known complication associated with this procedure and is referenced in our product insert data sheet. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: implant site hematoma. Manufacturer¿s reference number: (B)(4).